Event description:
It was reported that an error message was displayed on an implantable cardioverter defibrillator shortly after implant on (B)(6) 2022. The device was reprogrammed, and the patient was stable throughout.